Event description:
The event involved a ext set w/chemolock, chemolock port. The customer reported the following issue: ¿the incident occurred above the chemolock port at the tubing where a leak was observed (photo attached). The nurse experienced splashes on her arm¿. There was no reported patient involvement. Two sample photos provided, showing the device and the drug bag.

Manufacturer narrative:
(B)(6). The device has been received for evaluation; however, investigation is not yet complete.